Manufacturer narrative:
Results: five sealed samples and a photo of the used device were returned for evaluation. A photo inspection revealed that the safety shield was disengaged from the hub and the cannula was bent. The five sealed samples were examined and no defects or abnormalities were found. All samples were activated per the IFU and activated properly. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5026478. Additionally, a manufacturing review revealed that the reported defect was not affected by pm, calibration, or equipment. Conclusion: an absolute root cause for this incident cannot be determined. The samples have been forwarded to the manufacturing plant in (B)(6) for a secondary evaluation and upon completion of the investigation; a second supplemental report will be filed. Additionally, CAPA (B)(4) was initiated to identify and address the potential causes of safety shield disengagement. It is currently in the implementation stage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The nurse sustained a contaminated needle stick from a used safety device after trying to engage the safety mechanism. Post exposure lab tests were drawn for detection of (B)(6).. No prophylaxis was provided.

Manufacturer narrative:
Device evaluation: 5 representative samples (open package) were visually examined. No defects or abnormalities were found. All samples were activated per the IFU; they all activated properly. As previously reported, a review of the device history record revealed no irregularities during the manufacture of the reported lot # 5026478 and the manufacturing and inspection records revealed no abnormality which could be related to the reported event. Conclusion: an absolute root cause for this incident cannot be determined as the representative samples activated properly and there was no visual defect. Bd was not able to duplicate or confirm the customers indicated failure mode.